Event description:
The device was used during a bullectomy. Reportedly, the instrument was difficult to open and did not cut. The surgeon performed a laparotomy and there was tissue loss. The hospital has reported the pt's condition is satisfactory.